Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The sapien xt valve remains implanted in the patient and was not returned to edwards infectiveness for evaluation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the case at this time. Although there is insufficient information to determine the cause of the event, in addition to the mechanisms listed above, patient co-morbidities, may have contributed to the worsening central aortic regurgitation and patient death 7 years post valve deployment due to chronic combined heart failure. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information received indicated approximately one month prior to the patient¿s death, the patient presented to the emergency department with some shortness of breath. It was reported that the patient had a history of similar symptoms with rectal impaction. During the examination, the aortic valve was reported to be calcified and displayed a decreased opening. Doppler revealed moderate aortic regurgitation. The sapien xt valve leaflets were thickened with restricted motion. The patient was treated for the rectal impaction and discharged on post admission day 4. No actions were taken for the degenerated sapien xt valve. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, based on the limited information available, the root cause of the valve stenosis 7 years post deployment cannot be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the partners 2a clinical study, the patient expired 7 years post implant of a 23mm sapien xt valve in the aortic position. Post deployment echo indicated trivial-mild paravalvular leak (pvl) and trivial central aortic insufficiency (cai). The patient was slow to recover and was paced until the pressure returned to baseline. The sheath was removed and the thoracotomy site was closed. The patient was transferred in stable condition. Echo performed at the 30-day follow-up visit indicated mild pvl and trace cai. A mean gradient of 8.47 mmhg was reported, and the patient was nyha class iii. One year post valve implant, echo showed mild pvl and mild cai with a mean gradient of 10.70 mmhg. The patient was nyha class iii. Two years post valve implant, echo indicated trace pvl and mild-moderate cai. Normal leaflet motion and calcification was reported. The mean gradient was 9.23 mmhg and the patient was nyha class ii. Echo performed at the 3-year follow-up visit indicated trace pvl and mild-moderate cai. Normal leaflet motion and normal calcification was reported. A mean gradient of 11.39 mmhg was also reported. The patient was nyha class ii. Four (4) years post valve implant, the patient reported a one half pound weight gain and a ¿slight¿ increase in shortness of breath ¿over the last 2 weeks¿. Echo indicated moderate cai and a mean gradient of 17 mmhg. The pa pressure was also noted to be ¿slightly¿ higher than the previous study. No actions were taken. The patient was discharged with instructions to follow-up with her cardiologist. Seven (7) years post valve implant, an attempt was made to contact the patient for their follow-up visit. The tavr site was informed that the patient had expired in their assisted living facility. The cause of death listed on the death certificate was ¿chronic combined heart failure¿. No further information is available at this time.